Manufacturer narrative:
Analysis found that the unit failed the impedance test, the normal cut off was at 150 ohms, and the actual cut off was at 175 ohms, the led board was out of sync allowing this to happen. It was noted an additional failure was found, there was a faulty pcba board and the unit was not functional. Analysis replaced the rem led pcba to fix the e3 error and also replaced a faulty main pcba for the additional failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator. It was reported that there was an e3 error code with a red light by the return pad. They were unable to read the rim pad using there peak plasma blade. Reboot did not resolve, swapped to new return pad and issue did not resolve. There was no patient present when the issue was identified. Additional information was received and it was reported that the equipment would be exchanged.